Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, noticed stretched trailing haptic. There was no patient contact. The surgery completed same day with replacement lens.additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).